Event description:
Pt ongoing crrt [continuous renal replacement therapy] had indicators of potential clotting and plan to return/rinse-back blood and then start a new cartridge. Upon detaching red line from patient and attaching to saline bag as part of the rinse-back, fluids were noted to be leaking from the connection point, and all points were securely fastened. Upon further examination, noted that there was a crack in the line at the site of the port. When further examined, line completely snapped off and unable to return blood as indicated.